Event description:
Elevated sedimentation rate [red blood cell sedimentation rate increased], c-reactive protein increase [c-reactive protein increased], pain [pain], swelling of foot and leg [oedema peripheral], swelling of the knee [joint swelling], knee not feeling any better [therapeutic response decrease], foot neuropathy [neuropathy peripheral], urinary incontinence [urinary incontinence], anemia [anaemia]. Case description: spontaneous report was rec'd on (B)(6) 2012 regarding a pt (demographics unk), with initials (B)(6). The pt's medical history was significant for auto immune disease (alopecia and thyroid destruction). On (B)(6) 2012, the pt initiated treatment with synvisc (hylan gf-20) injection, dosage regimen not provided in unspecified knee. The lot number for synvisc was not provided. Since the injection, the pt had been in pain. On an unspecified date in 2012, after receiving synvisc, the pt experienced "elevated sedimentation rate", "c-reactive protein had soared 25 times the normal rate", "pain", "swelling of knee, leg and foot", "knee not feeling better (sub therapeutic response)", "foot neuropathy", "urinary incontinence" and "anemia". It was reported that the pt had many adverse reactions and was still sick. The pt had grown very weak and continued to be sick and very weak. The pt reported that the blood levels were all over the place and none of that had occurred prior to the shot of synvisc in the knee. The action taken with synvisc treatment was not provided. The company assessed the events of "elevated sedimentation rate", "c-reactive protein increased", "foot neuropathy" and "urinary incontinence" as medically significant. On an unspecified date in 2012, the pt recovered from urinary incontinence. Relevant concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.